Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the field service engineer that the cardiosave intra-aortic balloon pump (iabp) failed autofill tests. There was no patient involvement reported.

Event description:
It was reported by the field service engineer that the cardiosave intra-aortic balloon pump (iabp) failed autofill tests and unit failed the all manifolds test. There was no patient involvement reported.

Manufacturer narrative:
Due to character restriction in block e1. E1 event site name is (B)(6). Updated fields: b4, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions,component code), h11. Corrected field : b5 , b6 , b7 , d3 , d5 , d10 , e2 , e3 , e1 ( initial reporter , event site email , event site name ), g7 , h6 ( medical device ¿ problem code ). The fse reported that unit failed the all manifolds test. Fse replaced the pneumatic module assy, rohs (d997-00- 1178), the drive manifold assembly (d104-00- 0031) and the tidal volume disk (d202-00-0142). Product passed all functional and safety tests per manufacturer specifications.